Manufacturer narrative:
Date of event: exact date unknown, event occurred last (B)(6) 2020 from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 5107079 / 5107126.

Event description:
It was reported that the patient experienced shock at the battery and lead site. Symptoms of sore and swollen battery site was noted. The patient underwent an explant procedure and was doing well postoperatively. The explanted products were not returned.